Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. There was no damage on the c13/lcd isolation tape noted. There were no unexpected beeping anomalies. The insulin pump was received with normal operating currents. The insulin pump passed the self-test. The insulin pump passed the off no power test. There were no stuck on black screen anomalies noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, missing end cap sticker, case at the display window corner and battery tube threads.